Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 182 mg/dl. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a cracked end cap, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window. Unable to confirm prime alarm or perform the displacement test, prime test, basic occlusion test, occlusion test and no delivery test due to cracked end cap.